Event description:
It was reported that low impedance was observed on the right atrial (ra) lead. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was additionally reported that the lead was capped and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4196-88 lead, implanted: (B)(6) 2010; d274trk ICD, implanted: (B)(6) 2010. (B)(4).